Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per physician during deployment it's got stuck and outer sheath not come out after applying force its got break and half of the stent remain inside the catheter and after that deployment half broken stent removed by forcep and using another stent and case completer.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-10-6 device of lot number c2037139 involved in this complaint was not available for evaluation. The device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/or label. It should be noted that the IFU (ifu0065) states "visually inspect the device with particular attention to kinks, bends or breaks." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing condition of periampullary carcinoma. Periampullary carcinoma can compress the bile duct or block the flow of bile which may have led to increased actuation forces during deployment requiring the user to force deployment which resulted in the stent break. While resistance was not felt advancing the device to the target location, compression in the bile duct may have been felt as the stent was expanding during deployment. This may have increased the handle actuation force required to deploy the stent resulting in the delivery system losing its integrity which led to the stent fracturing and requiring retrieval. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary of investigation. According to the initial reporter, during deployment the device got stuck and the stent did not come out of the outer sheath. After applying force, the stent fractured resulting in half the stent remaining inside the catheter. After that deployment the half-broken stent was removed by forceps. Procedure was compiled using another device. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient required an additional device in the same procedure. Investigation findings conclude a definitive root cause could not be established. A possible root cause was attributed to the patients pre-existing condition of periampullary carcinoma. Complaints of this nature will continue to be monitored for potential similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-jul-2024.